Event description:
It was reported the patient presented to hospital with intermittent pacing of the pacemaker. The physician concluded that the lead was fractured and the patient needed surgical intervention. Patient had a temporary pacemaker implanted and was transferred to another hospital for lead replacement. Upon initial interrogation of the pacemaker the nurse did not note any significant changes in the lead impedances (586-756 ohms). Two hours later, the pacemaker was interrogated again and the lead impedence was >9999 ohms, battery impedance was 2743 ohms, and estimated longevity was 1 - 3.5 years. High threshold also reported. After the new lead was implanted and the pacemaker was connected to the new lead, the device was not pacing. When the device was interrogated again in the operating room 1 hour later, the battery impedence was 7498 ohms and estimated longevity was <1 month - 11 months. The device was replaced.

Event description:
It was reported the patient presented to hospital with intermittent pacing of the pacemaker. The physician concluded that the lead was fractured and the patient needed surgical intervention. Patient had a temporary pacemaker implanted and was transferred to another hospital for lead replacement. Upon initial interrogation of the pacemaker, the nurse did not note any significant changes in the lead impedences (586-756 ohms). Two hours later the pacemaker was interrogated again and the lead impedence was >9999 ohms, battery impedance was 2743 ohms, and estimated longevity was 1 - 3.5 years. High threshold also reported. After the new lead was implanted and the pacemaker was connected to the new lead, the device was not pacing. When the device was interrogated again in the operating room 1 hour later, the battery impedence was 7498 ohms and estimated longevity was <1 month - 11 months. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output when programmed vvi unipolar pacing. Further testing revealed anomalous output. The no output condition was the result of lifted hybrid bond wires. Analysis of the automatic lead diagnostic was not possible as the data cleared when the device experienced a por (power-on-reset) on (B) (4) 2009. No patient complications have been reported as a result of this event. It was further reported the patient had "lost conscious" on a flight to canada and that the patient had suddenly felt terrible on the flight.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.